Event description:
Etoposide infusing y-sited to normal saline infusion. Noted leaking from filter site. The filter was changed and it happened again on (B)(6) 2011. The filter was changed and it happened again.